Event description:
Physio-control received a report from the customer that the device was unable to power up on ac or dc power. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power module and determined that the cause of the issue was shorted transistor ic u1 on the eos.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that the device was unable to power up on ac or dc power. There was no report of patient involvement associated to this event.